Manufacturer narrative:
No eval of the css console computer hard drive was necessary, because, the hard drive exhibited the same failure mode as previously-investigated computer hard drives. Previous investigations concluded that the media in the hard drives degraded over time, and that electronic failures of the hard drives damaged the read/write head(s), producing scratching/grinding noises and ultimately leading to laptop malfunctions. This failure mode poses a low risk to the pt, because the issue does not negate the ability of the css console to continue to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. In the event of a monitoring computer failure, user training directs the pt care staff to utilize standard, and readily available, pt monitoring equipment, such as pulse oximeters for monitoring po2 levels, sphygmomanometer for monitoring of blood pressure, and the monitoring of breath sounds for indications of pulmonary edema. Syncardia has completed its eval of this complaint and is closing this file.

Event description:
Customer reported that the display screen on the css console's monitoring computer exhibited an error message that could not be cleared. The pt was switched to a backup css console. There was no pt impact. The computer hard disk drive was replaced on site by the hosp biomedical engineer, and then the css console passed the console test validation protocol.